Event description:
Attorney reported: on (B) (6) 2007 - repair of large incisional hernia. On (B) (6) 2007 - follow up visit. Doctor removed staples and indicated that everything was okay as there was no pain or swelling. On (B) (6) 2007 - follow up visit. Doctor found an area of void filled with fluid, which was causing abdomen to be swollen. Dr advised that the fluid needed to be removed via a simple needle aspiration. Dr began to pierce pt's abdomen in the swollen area and drawing out fluid. He did this approx five times and then called for the nurse. Nurse continued needle aspiration procedure after some difficulty of finding the filled area and multiple failed aspiration needle sticks. Pt expressed his stomach was hurting at completion of the aspiration procedure. On (B) (6) 2007 - due to severe pain, pt taken to the hosp and admitted to ICU with septis system failure. After being in ER for approx 5 hrs, pt was intubated due to congestive heart failure. Surgeon performed exploratory surgery on the abdomen. After removal of the mesh, he found a perforation of the small bowel with generalized peritonitis. Pt underwent resection of the small bowel and anastomosis. On (B) (6) 2007 - (B) (6) 2007 pt diagnosed with and treated for multiple intra-abdominal abscesses, status post small bowel resection, status post colon resection. On (B) (6) 2007 - pt released home on three abdominal drains and strong course of antibiotics. Pt recently re-admitted due to scar tissue at perforation site causing a blockage or due to the failed hernia repair. Upon his release, he was informed that he would eventually require another hernia repair or he was going to continue to get blockages.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for evaluation. This MDR includes all; pt, event and device's info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.